Event description:
Reviewed surgeons database report which stated that follow up on a patient after five years found a non-union of a fracture with a broken im nail. The surgeon performed an exchange nail procedure to repair the fracture and replace the nail. Review of the patient x-rays confirms the non-union, the broken nail at the non-union site and the new im nail which was implanted. No indication of product defect.